Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent an unspecified spinal surgery. Intra-op, during discectomy, while the surgeon tried to remove more disc, the tip of pituitary broke. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.